Event description:
Reportedly the patient suffered post-op sternum dehiscence. The doctor feels the cause of the dehiscence was the steel suture used in the case snapped and failed. The patient was resutured without complication.